Event description:
This report is being filed upon notification from our mr MFR in foreign country to submit this incident that occurred in another country. The pt had a mr procedure performed on them. They were scanned with the synergy cardiac coil with the feet first into the magnet. The coil was positioned in the head first position meaning that it was used upside down. Immediately after the scan, a second degree burn with a 3 cm blister appeared on the femur (thigh).